Manufacturer narrative:
The customer's complaint was duplicated. The control board was replaced along with several components.

Event description:
It was reported that the console with integral irrigation pump was smoking during use. There was no patient involvement; no adverse event was associated with the device. No further information was provided.